Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the infusion set site and cartridge. A pump system check was performed and the occlusion appeared to be related to the infusion set site. However, after changing the cartridge and infusion set, the occlusion reoccurred. The customer's blood glucose (bg) level elevated from 286 to over 600 mg/dl with a moderate level of ketones and a correction bolus was unable to be delivered due to the occlusions. The customer was admitted to the hospital and was treated with insulin injections. The customer was discharged the same day. The bg had been lowered to 257 mg/dl and was still declining. As the customer had changed the supplies on the pump prior to entering the hospital, additional pump system checks could not be performed to determine the source of the occlusion.